Event description:
The ge oec 6600 fluoroscopy system would intermittently produce a beeping sound and the monitors would go dark.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective hand switch that was removed and replaced. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.